Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. (B)(4).

Event description:
It was reported that during use of implantable pulse generator (ipg), patient follow-up visit revealed no atrial electrogram (egm) appeared in the monitor. Evaluation of data transmission revealed atrial undersensing, diagnostics not available and electro magnetic interference (emi) noted. Review of transmission data indicated programmed settings result in inhibition of atrial pacing. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex, date of birth. If information is provided in the future, a supplemental report will be issued.